Event description:
In 2006, the patient received a gore viabahn endoprosthesis for the treatment of right sfa occlusive disease. Following the procedure, the patient continued to have complaints of pain. The following month, an angiogram identified an occlusion of the distal right sfa and proximal right popliteal artery stent graft. The patient was given intravenous heparin therapy, which resolved the patient's complaints of pain.

Manufacturer narrative:
Device remains implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.